Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Once the syringe needle was removed from the cartridge, insulin could not be dispensed out of the syringe needle. A needle change was performed resolving the issue. Blood glucose level was 115 mg/dl.